Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the cable connecting the rear therapy electrodes (te) and the distribution node (dn) was pulled from the strain relief at the dn, damaging the internal wires. The cause of the pulse lead hi-pot and fall-off failures is the damaged cable. The root cause of the damaged cable and internal wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The last pt to use this belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the pulse lead hi-pot and fall-off tests. The last pt to use this belt did not report any deficiencies.